Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, osteolysis was noted. The osteolysis in the anterior greater trochanter of the left hip measured 1.4 x 1.2 x 0.7 cm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.